Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 04-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-insert of device 1 appears normal. The final rollback was not performed. No micro-insert were retunred for device 2 and 3. All IFU steps were completed on device 2 and 3. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record c38210 (production date 19-mar-2014 and expiration date 31-mar-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the cathether breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint samples were investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 05-jun-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had an attempt to insert essure (fallopian tube occlusion insert) and during this procedure part of delivery catheter remained connected to internal part of implant. Also, implant was impossible to remove on left side. These events, seen as device breakage and device removal failure, are non-serious. The breakage previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertions, single cases of device breakage have been reported. In this case, the physician stated that part of catheter remained connected to internal part of implant and after this, despite easy placement in one attempt and without risky manipulations for the device, it was impossible to remove the implant on the left side. Considering the events occurred in association with insertion procedure and given their nature, the reported events are assessed as related to essure use and since device breakage was reported the case is regarded as other reportable incident. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c38210. It was reported that at the same day of insertion, part of delivery catheter remained connected to internal part of implant. It was impossible to remove implant on left side, despite easy placement in one attempt and without risky manipulations for the device. There was no immediate consequence and event occurred in operating room. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had an attempt to insert essure (fallopian tube occlusion insert) and during this procedure part of delivery catheter remained connected to internal part of implant. Also, implant was impossible to remove on left side. These events, seen as device breakage and device removal failure, are non-serious. The breakage is unlisted in reference safety information for essure, while the other event is listed. During difficult insertions, single cases of device breakage have been reported. In this case, the physician stated that part of catheter remained connected to internal part of implant and after this, despite easy placement in one attempt and without risky manipulations for the device, it was impossible to remove the implant on the left side. Considering the events occurred in association with insertion procedure and given their nature, the reported events are assessed as related to essure use and since device breakage was reported the case is regarded as other reportable incident. Technical analysis is expected.